Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Reporter alleged discrepant blood glucose results of the advantage system of 283 mg/dl at 7:48 pm, versus 52 mg/dl at 7:50 pm, and a result of 459 mg/dl at 7:16 pm, back to back with a result of 138 mg/dl two minutes later. It was not provided the location of the testing. As a result of the comparisons, customer stated taking normal medications and consuming food as normal. No other actions were taken or treatment was received as a result. A request was made for the return of the suspect product and replacement product was sent. Advantage system (meter with strip lot and expiration date not provided).